Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed no damage. Event history log confirmed ¿acu power strobe failure¿ and ¿pump motor drive off post¿ occurred. Functional testing was able to replicate the reported issue; ¿acu power strobe¿ error was found at power up; however, the ¿pump motor drive off post¿ was unable to be replicated. The root cause for the ¿acu power strobe¿ error was determined to be the main pcb not operating as intended. A ¿battery not working¿ error found in the event history log was causing the ¿pump motor drive off post¿ intermittently. The main pcb and battery were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an auxiliary control unit watchdog failure as well as some pump motor drive errors. Per the reporter, there were no adverse patient effects.